Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was alleged that the nursing staff were getting shocked when disconnecting the bed. No additional information regarding the severity of the alleged shocks was reported.

Manufacturer narrative:
The unit was evaluated by a stryker service technician who was unable to reproduce the alleged issue, and found no malfunction or defect with the unit. It was also discovered that upon speaking with the account, there was reportedly only one nurse who had been "mildly shocked" when unplugging the bed.

Event description:
It was alleged that the nursing staff were getting shocked when disconnecting the bed. No additional information regarding the severity of the alleged shocks was reported.

Event description:
It was alleged that the nursing staff were getting shocked when disconnecting the bed. No additional information regarding the severity of the alleged shocks was reported.